Event description:
It was reported that a female patient underwent breast augmentation procedure with 350cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 4, 2024, the mentor failure analysis lab received the device for evaluation. Per information received with the device, patient's initials under field a1 has been updated to "k.h.j." On november 12, 2024, device evaluation was completed as follows: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 350cc breast implant was found to have five tears (a, b, c, d, and e), the tears a, b, and c were observed on the posterior view measuring approximately 3.9 cm, 0.8, and 0.6 cm respectively, the tears d and e were observed on the anterior view measuring approximately 0.5 cm and 0.6 cm respectively. Microscopic examination was performed on the edges of the tears, and parallel striations were found in an area of the tears b and c on the posterior view, and the tears d and e on the anterior view, measuring less than 0.1 cm in the four tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tears in the remaining area could not be identified. Also, a microscopic examination was performed on tear a and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of tear a, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).